Event description:
A consumer reports that following intraocular lens (iol) implant surgery, he sees concentric circles and rays across his field of vision when looking at bright lights. There are less circles and shorter rays when looking at dimmer lights. He describes the lights as starbursts. In a follow-up, the surgeon reports the consumer underwent lasik and a yag procedure since the implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/10/2008, 03/13/2008 and 03/25/2008 by mail, fax and phone. A completed questionnaire was received from the surgeon.